Manufacturer narrative:
Investigation completed on a smiths medical consigned 115v domestic hotline alarm not sounding was not confirmed during powering on device and running testing. The physical condition of device revealed wear and tear damaged float switch, enclosure, plate clip, line cord, and front cover. Noisy pump and rusty heater. Stripped interlock block. Outdated pcb and power switch. Repair summary:replaced: float switch, pump, enclosure, tank cover, front cover, heater, interlock block, plate clip, and line cord. Also upgraded the pcb, power switch, and retainer under CAPA#(B)(4). Performed pm all done as preventative action. No fault found on complaint.

Event description:
Investigation completed and summary.

Event description:
Information was received indicating that a smiths medical fluid warmer had an alarm that was not sounding. There was no patient present and no reported adverse events.